Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm noisy signals allegation based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the nearfield right ventricular (rv) channel. Boston scientific technical services (ts) noted high frequency of noise. Field representative was able to perform the isometrics and movements which resulted to a complete clean electrogram (egm). Also, unable to recreate with pocket manipulation. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the nearfield right ventricular (rv) channel. Boston scientific technical services (ts) noted high frequency of noise. Field representative was able to perform the isometrics and movements which resulted to a complete clean electrogram (egm). Also, unable to recreate with pocket manipulation. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.